Event description:
During scheduled maintenance and testing the ventilator began to switch between ac and dc power. The biomed technician turned the unit off and noted the ac power and battery charge led's were it. The biomed technician replaced the ac cord and tested the unit which continued to switch back and forth between ac and dc power. While troubleshooting the unit in this state, the back-up battery became depleted, the unit shut down and alarmed. The ventilator was not in use on a patient at the time of the reported portion. The biomedical technician replaced the power supply to correct the problem. The biomedical technician performed the appropriate testing and the unit performed as intended.